Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacmaker and two leads from another device manufacturer were explanted due to pocket infection. There were no additional adverse patient effects reported. The products will not be returned to boston scientific.